Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The calibration signals provided by the customer for ft3 iii and ft4 ii were on the low side but acceptable. Quality control (qc) results for both ft3 iii and ft4 ii were within the specifications. Based on the information provided, no pre-analytical issues were identified. Since calibration and qc were acceptable, a general reagent issue at the customer site can most likely be excluded. An interference may have been present, however, this cannot be confirmed since a patient sample could not be provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module. The sample was sent to an external laboratory to run the same tests on a competitor system. Only the ft3 iii result from the competitor system was provided. Based on the data provided, erroneous ft3 iii results were identified. The erroneous results were reported outside of the laboratory. The initial ft3 iii result from the e602 module was 0.260 pg/ml with a data flag. This result was reported outside of the laboratory. The repeat result from the competitor system was 6 pg/ml. A new sample was obtained from the patient on (B)(6) 2016 and the ft3 iii result from the e602 module was 0.260 pg/ml with a data flag. No adverse event occurred. The e602 module serial number was (B)(4). The measuring cells on the instrument were changed 1 month ago.

Manufacturer narrative:
The customer provided additional results on 01/24/2017. Based on the data provided, erroneous ft4 ii results were identified when the customer performed repeat testing on the e602 module. Refer to manufacturer report 1823260-2017-00179-00 for the erroneous ft4 ii results.